Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Without the device to analyze, a cause for the reported difficult to open or close (gripper actuation ¿ both) could not be determined. The reported difficult to remove (anatomy) was related to procedural conditions as the posterior leaflet got caught on the gripper and could not be removed. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and the clip stuck on the leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc) resistance was met with the anatomy. The clip delivery system (cds) was advanced and placed on the mitral valve. During grasping, it was noted the grippers would not fully lower and the posterior leaflet caught on the gripper and could not be removed; therefore, the leaflets were grasped and the clip was deployed. A second clip was implanted, reducing mr to 1. After removal of the devices, it was noted the sgc was bent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.